Manufacturer narrative:
A manufacture representative went to the site to test the navigation system and confirmed the computer was not booting up correctly. The computer was replaced and the issue resolved. The computer has been returned to the manufacturer for analysis, however results are not yet available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system would not boot up. When site attempted to boot up the system it displayed: "efi shell version 2.31 [4.654] , current running mode 1.1.2, map: cannot find required map name". The site was unable to get past that point. They rebooted the system and the same message appeared again. They would hit escape as well and it would go back to the same screen. The site tried the old computer with a new hard drive, but the same error occurred. The site replaced the computer with a new hard drive, but got the same error. The site changed out the old hard drive with new computer, which finally resolved the issue. There was no patient present.

Manufacturer narrative:
All returned parts are still under analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system would not boot up. When site attempted to boot up the system it displayed: "efi shell version 2.31 [4.654], current running mode 1.1.2, map: cannot find required map name". The site was unable to get past that point. They rebooted the system and the same message appeared again. They would hit escape as well and it would go back to the same screen. The site tried old computer with new hard drive, same error. The site replaced the computer with new hard drive, got same error. The site changed out the old hard drive with new computer, which finally resolved the issue. There was no patient present.

Manufacturer narrative:
The computer was returned to the manufacturer for evaluation. After functional testing the reported issue was confirmed. The computer would attempt to boot with windows test disk but the system was not fully powering on. The led comes on steady and when the system begins to power up the fans spin for a brief second and then stop. The system continues to cycle like this. A computer fault was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system would not boot up. When site attempted to boot up the system it displayed: "efi shell version 2.31 [4.654] , current running mode 1.1.2, map: cannot find required map name". The site was unable to get past that point. They rebooted the system and the same message appeared again. They would hit escape as well and it would go back to the same screen. The site tried the old computer with new hard drive, but the same error occurred. The site replaced the computer with a new hard drive, but got the same error. The site changed out the old hard drive with new computer, which finally resolved the issue. There was no patient present.

Manufacturer narrative:
The software investigation found that issue was not a software issue. The software was working as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system would not boot up. When site attempted to boot up the system it displayed: "efi shell version 2.31 [4.654] , current running mode 1.1.2, map: cannot find required map name". The site was unable to get past that point. They rebooted the system and the same message appeared again. They would hit escape as well and it would go back to the same screen. The site tried the old computer with new hard drive, but the same error occurred. The site replaced the computer with a new hard drive, but got the same error. The site changed out the old hard drive with new computer, which finally resolved the issue. There was no patient present.